Event description:
It was reported that the patient underwent a posterior l5-s1 spinal fusion using rhbmp-2/acs. Post-op, the patient did well for approximately one year. Then the patient began having pain in the lower left back, and his left leg would go numb. The patient is still experiencing pain and numbness in the lower left part of his back and his left leg and foot. Per the patient, a CT scan was performed, and the physician said that everything looked fine and said that there was nothing wrong. An MRI was performed, and the radiologist reportedly stated that the bone graft appears to be encroaching on a nerve root. Reportedly, the surgeon has told the patient that everything is ok and that it is most like scar tissue causing the pain. The patient is going to a pain management doctor, and has had multiple nerve root injections. A myelogram has been performed, and another myelogram is scheduled.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent an l5-s1 spinal fusion using rhbmp-2/acs. Post-op, the patient alleges that he is still experiencing pain and numbness in the lower left part of his back and his left leg. Reportedly, an MRI was taken, and the report states "something about the bone graft and tissue encroaching the s1 nerve root." The surgeon stated that he did not see anything that stood out on the MRI and sent the patient to pain management. The patient is undergoing pain management treatment with injections.